Event description:
It was reported that the physician received a remote alert for out of range (oor) shock impedance (>125 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended lead integrity testing. Because no noise or impact to the patient was noted, the physician elected to reprogram the alerts of the device and continue with normal follow ups. The system remains implanted and in service and the patient was stable with no adverse consequences.

Event description:
It was reported that the physician received a remote alert for out of range (oor) shock impedance (>125 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended lead integrity testing. Because no noise or impact to the patient was noted, the physician elected to reprogram the alerts of the device and continue with normal follow ups. Recently, another alert was received for oor shock impedance from this rv lead. Technical services recommended performing a low-energy shock test at an upcoming device replacement procedure to assess the true measured shock impedance. The patient was scheduled to be seen in-clinic, but did not attend their appointment. Another appointment was scheduled. At this time, the rv lead remains implanted and in service and the patient was stable with no adverse effects.

Event description:
It was reported that the physician received a remote alert for out of range (oor) shock impedance (>125 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended lead integrity testing. Because no noise or impact to the patient was noted, the physician elected to reprogram the alerts of the device and continue with normal follow ups. Recently, another alert was received for oor shock impedance from this rv lead. Technical services recommended performing a low-energy shock test at an upcoming device replacement procedure to assess the true measured shock impedance. The patient was scheduled to be seen in-clinic, but did not attend their appointment. Another appointment was scheduled, but the patient refused to attend due to their dementia. The physician stated commanded shock testing would be performed at the next routine device replacement procedure and will continue with remote monitoring. At this time, the rv lead remains implanted and in service and the patient was stable with no adverse effects.